Event description:
Pt reported malfunction of moog curlin 6000 infusion pump sn: (B)(4) exp date: 01/23/2018. Pt reported on (B)(6) 2017 the line was filled with air. There was no alarm. There was air in the tubing. There was approx 60 ml of fluid left in the bag. Pt reported on (B)(6) 2017 at the start of the infusion, the pump alarmed, infusion bag empty and the infusion just started. Rn changed the batteries alarm sounded infusion was complete, the bag was empty, but the pump showed 56 min remaining for the infusion. The pt was using a curlin administration set lot # cf 1703104. Pt received both infusion without side effects or reactions. Pt stated the MFR can contact the pt returned the pump malfunction. Dose or amount: 55mg, frequency: every week, route: IV. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: e76.210 morquio a mucopolysachha.